Manufacturer narrative:
The issue was initially reported in MFR report number 1218950-2025-000113. The company that reported on the customer's behalf made a typo and reported serial number (B)(6). In addition, they also provided the incorrect reporter/customer information. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was speaker malfunction at the time of the event. The speaker has been replaced per current process. The investigation concludes that no further action is required at this time.

Event description:
It was reported there was a speaker malfunction. Sound was not working. The device was not in use on a patient at the time of event, there was no adverse event reported.